Event description:
On 06/19/2024, it was reported by a facility representative via sems (B)(4) that an ar-6480 dualwave pump was producing a burning smell. There was no case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.